Event description:
It was reported that the anchor cracked during implant and was unable to be explanted. No complications to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.